Event description:
A journal article received entitled, effect of integrity of the posterior cortex in displaced femoral neck fractures on outcome after surgical fixation in young adults, tsan-wen huang, wei-hsiu hsu, kuo-ti peng, ching-yu lee, injury, int. J. Care injured 42 (2011) 217-222: the study was conducted assess whether disruption of the posterior cortex of intracapsular femoral fractures leads to an increased incidence of complications following closed reduction and internal fixation by multiple cannulated screws in young adults. A total of 146 consecutive adult patients with 146 femoral neck fractures were treated by closed reduction and internal fixation with parallel cannulated screw in inverted triangle or diamond configurations. Of the 146 patients, 33 hips were converted to prosthetic replacement. This complaint regards a (B)(6) male patient who experienced disruption of the fracture pattern and required a conversion to prosthetic replacement 22 months after initial hip surgery due to avascular necrosis of the femoral head. It is unknown if this is a synthes device. This report is 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: injury, int. J. Care injured, volume 42, page 217¿222, 2011. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.